Manufacturer narrative:
The system was examined and the reported event was replicated and confirmed (via event logs). The fluidics assembly was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 15, 2013. Based on qa assessment, the product met specifications at the time of release. The fluidics assembly was received for evaluation. A visual assessment of the returned sample did not reveal any nonconformity. The sample was installed into a system. A cassette was inserted and recognized by the system. The cassette was then primed successfully with no system message (sm) and the sample was tested and verified to meet specifications. The returned sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the system would not prime during a procedure. The surgeon aborted the surgery. The surgery was completed the following day. Patient impact is unknown. Additional information has been requested but none has been received.